Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the t board on the cubie drawer had no display lights to designate functionality. A field service engineer replaced the communication bus module controller and loaded firmware to resolve the issue the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the t board on the cubie drawer had no display lights to designate functionality. The customer stated that there was a delay in dispensing medications due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.